Event description:
It was reported that there was a pocket infection with abscess that resulted in device erosion and required the cardiac resynchronization therapy defibrillator (crt-d) system removal. An implantable pulse generator (ipg) was implanted on the right side and connected to a preexisting right ventricular (rv) lead for pacing support. Blood cultures were negative times two per the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implanted: (B)(6) 2020. 690r28 heart ring, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.